Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds and no capture. The rv lead was inactivated and remains in the patient. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.